Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that his wife experienced low blood glucose levels 40 mg/dl. Customer was treated with glucose in intravenous. Customer stated that the customer was in the hospital for retaining water and was taking water pills. The insulin pump will not be returned for analysis.